Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg value not provided); cause was not known. Customer fell and injured their knees. Customer called emergency services and was transported via ambulance to the emergency room. Customer was admitted and treated with intravenous saline and insulin. Elevated bg was resolved and customer was discharged on (B)(6) 2021 with no permanent damage. Customer declined tandem technical support's offer to perform a pump system check. Customer had been using pump supplies for approximately 3 days. Customer reported there were no pump issues observed and their healthcare provider (hcp) verified pump was functioning properly. Hcp authorized customer to resume pump therapy.